Event description:
It was reported that during avm procedure (arteriovenous malformation), the subject device wire's hydrophilic coating came off. The physician replaced it with a new wire and the procedure was completed without clinical consequences to the patient.

Manufacturer narrative:
Expiration date - added. Device evaluated by mfg/ summary attached - updated. Manufacturing date ¿ added. The device history record review confirms that the device met all material, assembly and performance specifications. The microcatheter and torque device used with the guidewire were not returned. During analysis, the guidewire was found to be slightly bent and ptfe (polytetrafluoroethylene) coating was scraped off along its length. The hydrophilic coating was present on the guidewire and no anomalies were observed with the hydrophilic coating. Therefore, the as reported defect 'hydrophilic coating peeling' was not confirmed. Since the device was confirmed to be in good condition prior to use and was used in accordance with the device direction for use (dfu), it is probable that guidewire was damaged during use as a result of procedural and/or anatomical factors. The kink on the guidewire is known to adversely affect the functional performance of the product and likely caused the unsmooth torque and friction observed during functional testing. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the guidewire contributing to the observed damages (kink and torque problem). The ptfe coating appeared to be scraped off of the guidewire during use with the torque device; however, because the torque device was not returned with the guidewire, the cause of the ptfe peeling cannot be definitely determined.

Event description:
It was reported that during avm procedure (arteriovenous malformation), the subject device wire's hydrophilic coating came off. The physician replaced it with a new wire and the procedure was completed without clinical consequences to the patient.